Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent 1) left l5-s1 facetectomy and discectomy. 2) l4-5 interbody fusion with a peek cage, bone morphogenic protein, locally harvested autograft and bone marrow aspirate. 3) l5 and s1 bialteral percutaneous pedicle screw fixation. 4) intraoperative fluoroscopy, electromyography and somatosensory evoked potential monitoring. 5) use of operating microscope. Preoperative diagnosis: l5-s1 stenosis and degenerative disc disease with listhesis. Perop notes: a 10x26mm peek graft was soaked with bmp in locally harvested autograft and bone marrow aspirate. A half sponge of bmp was inserted into the disc space prior to inserting the graft. The graft was impacted into the disc space. There were no changes on emg or sseps during graft placement or prior to it. Hemostasis was confirmed and the wound was copiously irrigated. The l5 nerve root appeared to be in good condition at the end of graft placement. The quadrant retractor was withdrawn. Bilaterally at l5 and s1, pedicle screws were inserted via the following procedure: the sextant dilators were used with a plastic dilator being the largest to dilate up over the guidewire. The sextant arc was used to pass a 45mm rod bilaterally and this was completed without difficulty. The set screws were secured under moderate compression. The rod was disengaged and retractors were removed. Post operatively patient alleged unspecified injuries due to rhbmp-2.